Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and air was observed in line after the clearlink y-site port; however, no visible leaks were identified from the set. The reported condition was verified as air is an indication of a possible leak. The cause of the condition could not be determined; however, possible cause is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked fluid out of the line from "the second closest port to the patient" and air was noticed in the line. The issue occurred during patient use while connected to an unspecified baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.